Event description:
The customer reported that the equipment stopped. The field engineer noted that the system was unable to perform fluoroscopy x-ray. There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
A ge rep evaluated the sys and replaced x-ray tube, kv board and filament board. The system operates as intended.